Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged one day post implant and exhibited rv loss of capture (loc). This lead was successfully repositioned.